Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an intermittent primary audible alarm. This issue is not related to physical damage/abuse. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 9/17/2024. H3: one device was returned for repair with complaint that the device had an intermittent primary audible alarm. No previous service to device was noted in the last 12 months. Event log was checked and was unable to duplicate complaint. Unable to confirm complaint with onboarding test. Found no issue with the device. The device was validated using the onboard performance verification test, and the pump passed all validation tests. The software was updated to version 1.6.5 and reset to the standard configuration.